Event description:
It was reported through remote transmission that premature ventricular contraction undersensing was observed via freeze capture. Since the patient was asymptomatic, the physician elected to make no programming changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.